Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The transducer was replaced and sent for in-house testing. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 07/31/2009.

Event description:
The facility secretary reported a system message displayed during surgery. The surgeon completed the case with a manual technique. No pt harm or significant procedural delay was reported.